Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the solenoid driver board, checked voltages and blood back operation, all checked ok. The fse then completed the pm with full calibration and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 failed the solenoid driver board check. The iabp failed blood back voltage check, and could not be brought into specification. There was no patient involvement, and no adverse event reported.